Event description:
It was reported that the ventilator failed blower inlet test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the unit alarmed for ambient air temperature sensor range error, inspiratory flowmeter temperature sensor range error, air humidity (rh) sensor range error and turbine module communication error. The ventilator was investigated by our field service engineer and the issue was solved by replacing the inspiratory channel.

Event description:
Manufacturers ref: #(B)(4).